Event description:
It was reported by the patient that during a hernia repair procedure in 2004, a composix kugel mesh was implanted. Patient underwent surgery in 2006, to try to address an infection issue. Her mesh was removed due to infection. She states she had been running a consistent fever of 101f, sometimes rising to 103f due to the infection. Mesh was explanted due to the infection in 2008.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.